Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Stryker rep reported a broken pelvic reduction clamp that occurred in an operation. Additionally: the customer reported that the clamp was not able to perform under the amount of stress it was put under. The screw head was lost, but then retrieved as it shot across the theatre room when the clamp broke. The customer reverted back to a matta pelvic clamp in order to complete the procedure. The surgical delay was of 1h30m.

Manufacturer narrative:
Correction: section h6 (clinical signs and health impact codes). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device is required to determine the exact root cause of the event. The most probable reason is the application of excessive force. The remaining part of the screw should be checked in order to confirm. However a corrective action was previously opened to address this event and the design was changed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Stryker rep reported a broken pelvic reduction clamp that occurred in an operation. Additionally: the customer reported that the clamp was not able to perform under the amount of stress it was put under. The screw head was lost, but then retrieved as it shot across the theatre room when the clamp broke. The customer reverted back to a matta pelvic clamp in order to complete the procedure. The surgical delay was of 1h30m.

Manufacturer narrative:
Please refer to additional information in section b5.

Event description:
Stryker rep reported a broken pelvic reduction clamp that occurred in an operation. Additionally: the customer reported that the clamp was not able to perform under the amount of stress it was put under. The screw head was lost, but then retrieved as it shot across the theatre room when the clamp broke. The customer reverted back to a matta pelvic clamp in order to complete the procedure. The surgical delay was of 1h30m. Update received on (B)(6) 2020 from stryker rep: I spoke to the surgeon yesterday and there was no additional anesthesia given. This was because the patient had a ga and they always allow a surgery time of up to 5 hours for pelvic cases.